Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿.

Event description:
The complainant reported the patient was on impella 5.5 support and there was high purge pressure. Lysis therapy was initiated. Additionally, the patient had a pericardial effusion while on support. It is unknown if the pericardial effusion is impella related. Furthermore, the patient expired after 184.82 hours of impella support. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation the high purge pressure and vascular damage has been completed. Product was returned. There was no biomaterial noted around the impeller or on the purge gap. There was a kink on the catheter right before the motor housing. The pump was purged and purge pressure slowly increased over 1000 mmhg. The catheter was cut in between the kink and the motor housing and the purge pressure instantly resolved. Field log review showed that the high purge pressure resolved after ~8 hours and lysis therapy was used. The root cause of the high purge pressure was most likely biomaterial. Without additional clinical details, the root cause of the vascular damage was not determined since insufficient clinical details were provided. Added h6 impact code 4644 corrections to the initial MFR report: g1 MDR reporting contact email.